Event description:
Physician attempted to use a micro introducer kit with the 45cm .018¿ guidewire from mis-7f07 kit during treatment of the patients left proximal great saphenous vein (gsv). Minimal vessel tortuosity was reported. Vein diameter reported as 32mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The lumen was flushed prior to use. Tumescent infiltration was not utilized. No anesthesia was utilized. No compression was used. No resistance was encountered when advancing the device. Removal difficulties were reported. Access to vein occurred without resistance but when the introducer, dilator and sheath were removed, there was no resistance but provider noticed the floppy part of the introducer access wire was left behind in the vein when viewed under ultrasound. Procedure was aborted.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used guidewire was returned to argon from the customer. A visual inspection was performed on the returned sample. The visual inspection determined that the guidewire is broken on the distal end. There was no coil attached. It is possible that this may be related to a similar a known issue. Since the manufacture of this lot, CAPA actions from CAPA-00040 have been implemented to mitigate the guidewire breakage issue. The CAPA will identify the specific root causes and corrective actions to be taken.